Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted with a pressure regulating valve on (B)(6) 2019, due to hydrocephalus. On (B)(6) 2019, the patient was in a coma and was sent to a hospital for treatment. The patient was currently in a coma in the ICU hospitalization for observation. Additional information received reported the manufacturer representative had come to the hospital to adjust the patient's pressure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was transferred to another hospital, and after nuclear magnetic examination, it showed that the device required routine pressure regulation.